Event description:
A customer contacted beckman coulter inc (bec) in regards to several glu patient results were erroneously low from glu one reagent cartridge generated by the unicel dxc 800 pro synchron chemistry analyzer. The customer had 2 cartridges loaded on the instrument simultaneously. Results from other cartridge were considered correct. Per customer, all original results from this instrument were repeated on their lab's alternate instrument. The results were verified and then reported. No results were amended. No erroneous results were reported out of the laboratory. Customer only provided one example. The results are provided. Customer verified patient treatment was not affected by this event.

Manufacturer narrative:
The customer verified several patient samples within the same shift. Calibration or qc issues were not noted. Customer calibrates glu every 14 days as specified or uses within-lot calibration feature of 90 days. A bec field service engineer (fse) discovered the cartridge chemistry probe height was to low. Fse adjusted and aligned the instrument. Fse did not replace hardware fse verified no other analytes were affected by this event. Root cause appears to be the cc probe height incorrect alignment.